Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the sipap ventilator had no flow while on patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.